Manufacturer narrative:
This patient was scheduled to receive bilateral tmj devices on (B)(6) 2020. At the time of the surgery, the surgeon reported that he could not replicate his operative plan due to the patient's soft tissue. The surgeon placed spacers bilaterally and plans to have revision devices designed and manufactured to accommodate the achieved occlusion.

Event description:
It was reported that the surgeon was unable implant these bilateral tmj devices.